Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer's charging issue was resolved after technical support performed a pump reset, resulting in the battery being fully charged to 100% with no further issues.